Manufacturer narrative:
An icy catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. When the catheter was pressurized up to 40 psi, and a leak was noted on the distal balloon. A cut was noted on the balloon. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter leaked at the distal balloon. The probable cause for the customer reported issue was due to user mishandling, including, but not limited to damage during device operation. There was no patient injury or death attributable to the catheter.

Manufacturer narrative:
It was reported that during patient use the quattro catheter may have a leak. The patient was admitted to the emergency room (ER). Ivtm (intravenous temperature management) therapy was started. A quattro catheter was inserted into the patient. The insertion was smooth, without issue. Shortly after the treatment started the ER staff noticed that 1.5 liters of saline was gone from the saline bag. There was no fluid on the floor or under the patient. No patient sequelae was reported. No additional information was provided. Note: the infusion of a 500 ml bag of saline into a patient would not present a serious injury to a person with functioning fluid balance physiology. The response would be the loss of the fluid via increased urine output.

Event description:
It was reported that during patient use the quattro catheter may have a leak. The patient was admitted to the emergency room (ER). Ivtm (intravenous temperature management) therapy was started. A quattro catheter was inserted into the patient. The insertion was smooth, without issue. Shortly after the treatment started the ER staff noticed that 1.5 liters of saline was gone from the saline bag. There was no fluid on the floor or under the patient. No patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
An icy catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. When the catheter was pressurized up to 40 psi, and a leak was noted on the distal balloon. A cut was noted on the balloon. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter leaked at the distal balloon. The probable cause for the customer reported issue was due to user mishandling, including, but not limited to damage during device operation. There was no patient injury or death attributable to the catheter.